Event description:
The manufacturer received information in relation to an everflo 120v opi. The user alleges the plastic parts was melting. The device has not yet been returned to the manufacturer for investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information in relation to an everflo 120v opi. The user alleges the plastic parts was melting. The device was returned to the third-party service centre for further evaluation. Visual inspection: external: appears to have several notable instances of neglect. Evidence of a dropped condition, liquid ingress, lack of preventative maintenance. Internal: old/used/worn/dirty, significant neglect. Furthermore, compressor manifold is damaged and compressor inlet not making good seal from manifold. Verification: enclosure plastics are warped but do not show any signs of thermal event. Unit producing therapy as designed. Visual inspection confirms physical damage and lack of preventative maintenance. Unit has 17603.0 hours use. While evidence of physical damage can be found throughout, unit functions as designed. Summary: confirmed allegation, uit neglected/physical damage/liquid ingress. Recommend unit processed through service department for pm/conformance check/revision and upgrades.